Event description:
It was reported to boston scientific corporation that during a therapeutic placement of an ultraflex tracheobronchial stent (patient age and gender unknown) in a 10mm x 4cm lesion, the suture tore causing the stent to partially release. The stent and delivery system was removed as one unit and the procedure was completed with another device. The patient's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.